Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.067¿ offset at the tips. The root cause of bent-severely instrument grips-tips is typically attributed to the mishandling, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wires were slightly exposed, however showed no signs of wear or breakage. There was possible thermal damage but no pieces appeared to be missing. The instrument passed the electrical continuity test. The housing was removed from the back end, and no damage was found. This failure is common caused by mishandling/misuse, such as collision of the instrument with a sharp object. The root cause of the damaged insulation is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-14 / lot/serial# n10180105 0032) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There was 1 use remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument was found to have damage of the conductor wire's insulation with slightly exposed wire and a passed electrical continuity test. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted to be bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed multiple follow-up attempts to request additional information. However, no further details have been received as of the date of this report.